Event description:
Caller reported that the advantage system gave a blood glucose result of 167 mg/dl at a time when the customer was symptomatic of hypoglycemia. His wife called emts. Emt system result was 35 mg/dl 15 minutes after the advantage result of 167. Emts treated the customer, transported him to hospital for further treatment. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.